Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, a middle-aged man underwent a bi-lateral sinus lift augmentation, wherein the surgeon utilized a large kit of rhbmp-2/acs. Six months post-op, the patient had zero bone growth. Reportedly, the surgeon did not generate bleeding bone to soak the sponges upon placement. The patient experienced little to no bone growth as a result of the surgery.